Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll tip bulk convenience pak had incorrect label information. This occurred on 15000 occasions. The following information was provided by the initial reporter: material no: 309703, batch no: 0121547. It was reported that different expiration dates on the syringe were observed on the same lot. Verbatim: additional info received on 03/15: when did this occur? Before / during / after ¿ procedure? This was identified in post compounding after the syringes had already been filled, once identified the batch was placed on hold along with the syringes in inventory. Was there patient involvement? No if yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) How many syringes do you have with the expiration date 2025-03-31? We have approximately 50 cases or 15,000 units in quarantine. How many syringes do you have with the expiration date 2025-04-30? We do not have any syringes in inventory with the expiration date of 2025-04-30.